Manufacturer narrative:
(B)(4) complaint sample was evaluated and the reported event was not confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Review of the products determined that no failure was found as the products are within specifications. Visual review of the returned product found eight (8) of the pouches have creases with no voids and are acceptable per specifications. Upon receipt of additional information, it has been determined that this is not a reportable event. Product was found to be conforming to standards. No serious injury or harm to the patient reported for this event or prior events with same or similar products. The initial report was forwarded in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receipt of additional information, it has been determined that this is not a reportable event. Product was found to be conforming to standards. No serious injury or harm to the patient reported for this event or prior events with same or similar products. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the sterile package has a crease in the seal. No adverse events have been reported as a result of the malfunction and additional information on the reported event is unavailable.